Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP has passed away. Additional information has been requested regarding the details of the reported death. The device was returned to the service center for evaluation. During the evaluation of the device at the service center, the device was visually inspected and no visible foam degradation was observed. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.